Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was image loss of more than a minute during procedure. Please note that the procedure was completed successfully with no reports of adverse consequences.

Manufacturer narrative:
Alleged failure: this is from an order from 2018, however, equipment was recently installed. Two new transmitters were at the account- one worked and one did not. Sn (B)(6) turns on but does not send signal to monitors. This was noticed in first case- no pt harm or delay. Salesforce case number (B)(4). Update: happened several times on 3-23 to present. Did happen during procedures: yes. List long enough to reboot and try to get signal again. Multiple times daily. Loss for more like a min at a time. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be: interference with other equipment, defective token used or issue with the monitor. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was image loss of more than a minute during procedure. Please note that the procedure was completed successfully with no reports of adverse consequences.